Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a bad angle. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the play of the up and down knob was out of standard due to wear of the angle wire. Additionally, it was observed that the angle knob torque of the up and down knob at free exceeds the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the objective lens had discoloration due to chemical stress. It was also observed that the adhesive around the light guide lens was peeled. It was observed that the zoom of the charge coupled device did not work smoothly due to damage. It was also observed that the image had a partially dark area due to a scratch on the objective lens. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, connecting tube, scope connector cover, scope connector, flexibility adjustment ring, universal cord, switch box, scope cover, lock engagement lever, lock engagement knob, up and down knob, control unit, right and left knob, and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Foreign material was found in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.